Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our japanese affiliates, received by literature, one patient had a valve leaflet injury with severe aortic regurgitation resulting from post-dilation and a valve in valve was performed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a no product returned evaluation. The following section of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. Imagery was not provided. A review of the work orders was unable to be done as the serial number was not provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The s3 thv with commander delivery system IFU was reviewed. Potential adverse events include: 'paravalvular or transvalvular leak, aortic valve; structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent post, leaflet retraction, suture line disruption of components of a prosthetic valve, chordal rupture, thickening, stenosis, or other); valve regurgitation'. No IFU/training deficiencies were identified. The complaints for leaflet tear and regurgitation unknown were unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR and lot history were unable to be performed due to unavailability of the valve serial number. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, there was 'a case involving additional transcatheter aortic valve placement (tav in tav) for valve leaflet injury with severe aortic regurgitation resulting from post-dilation.' In this case, it was reported that post-dilation was performed, which could have over-expanded and over-stretched the valve, resulting in leaflet tear and regurgitation as reported. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.